Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed a hole in the luer adapter causing blood leakage. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one (1) photograph from the customer in support of this complaint. The evaluation of the photo does not showcase any holes in the product; it shows the front of the blister pack. Additionally, 10 retained samples were visually inspected, and no defects or holes were found on the product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged-hole in the product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed a hole in the luer adapter causing blood leakage. There was no health impact or consequence reported.